Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The malposition of device is confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot was performed and revealed no related manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel or the device was sub optimal (in subcutaneous tissue) due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1142 removed.

Event description:
Subsequent to the initially filed report, the following information was received: the initially filed failure "the suture was not present when the plunger was removed." Was reported in error. Reportedly, there was no tension on the suture, and it was pulled out as it was [malposition]. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a prostyle device after an interventional thrombectomy procedure with a small-bore sheath. Reportedly, the suture was not present when the plunger was removed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.